Event description:
Caller reported a cgm error 42, resulting in the need for technical support. There was no adverse impact to the customer¿s blood glucose level. Technical support guided the caller through a complete pump reset, which resolved the issue, allowing the customer to successfully start their sensor session without further errors.